Event description:
The pt was implanted with a vascular access graft. The location of the implant, nor the type of configuration was provided by the distributor. The distributor reported that the pt had an itchy rash and desquamated skin. A steroid ointment was applied, but the rash did not improve. Upon examination, graft stenosis was discovered and partial replacement of the graft was performed approx 2 weeks later. According to the info received by the distributor, the dr said it was unclear if the allergic reaction was caused by the graft.

Manufacturer narrative:
The graft was not returned to the MFR for eval. The exact cause of the reported event could not be determined. A review of the device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.